Manufacturer narrative:
Correction: section h6 - the investigation conclusion code was inadvertently omitted from the initial report. Correction: section h-10 - the analysis conclusion justification was inadvertently omitted from the initial report. A patient experiencing pain at the ipg site was reported to abbott. The patient¿s ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient lost weight and the patient experienced discomfort at the ipg site due to this issue. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the ipg was explanted and replaced to address the issue.